Manufacturer narrative:
Date of event: incorrect, it should be (B)(6) 2016. Manufacturing site was blank, added p&b address.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Consumer discarded the remainder of the carton. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The customer reported that she had two click regular tampons which fell apart during removal. She said the center seemed to pull out and unravel. She is was able to remove all the cotton left behind and switched to pads for the rest of the day. She stated that she was confident that all pieces were removed and no medical care was needed.